Event description:
A physician reported during the intraocular lens implantation a scratch was observed in the center of the optic. Surgery was completed with a back up lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned in the loading bay of a compay cartridge. Most likely the iol was placed in the cartridge for returning purpose. A significant amount of solution is dried on the iol. One haptic is broken/torn and not returned. Iol optic is scratched/marked/torn/cracked. We are unable to determine the root cause for the reported complaint "scratch in centre of optic". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).